Event description:
It was reported that the patient presented with low atrial impedance and small p-waves. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: icf09b58 implantable pacing lead, implanted: (B)(6) 2003; addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).